Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4:(B)(4). Surgical noted indicated an abundance of cloudy purulent-appearing fluid under tension which was decompressed. There was also evidence of muscle and capsular necrosis involving more than 50% of the abductor muscle. The head was removed. The taper was examined and showed extensive evidence of corrosion in the form of blackened metallic debris. Necrotic tissue was removed from around the acetabulum. The liner was removed, and there was evidence of deformation of the backside where the liner was in contact with the central hole in the shell. The acetabular component (cup) was well fixed. The femoral (stem) was well fixed. The taper was cleaned. X-rays were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported event was determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device location is unknown the investigation is in process. Once the investigation is complete, a follow ¿up MDR will be submitted. Concomitant medical products: item# 00620205622/ shell / lot #62283213. Item# 00784101550/ stem / lot # 61884520. Item# 00630505632/ liner/ lot # 6234880. Item# 00625006540 / bone screw/ lot # 62204958. Item #00625006525/ bone screw/ lot # 62437498. Item # 00625006530/ bone screw/ lot # 62413916. This event was previously reported incorrectly on (B)(4).

Event description:
It was reported that a patient underwent a right initial total hip arthroplasty due to unknown reasons. After the initial procedure the patient developed pain, elevated metal ion levels, discomfort, and required a revision in her right hip. During the procedure it was noted that there was an abundance of cloudy purulent-appearing fluid under tension which was decompressed. There was also evidence of muscle and capsular necrosis involving more than 50% of the abductor muscle. The head was removed. The taper was examined and showed extensive evidence of corrosion in the form of blackened metallic debris. Necrotic tissue was removed from around the acetabulum. The liner was removed, and there was evidence of deformation of the backside where the liner was in contact with the central hole in the shell. The acetaular component (cup) was well fixed. The femoral (stem) was well fixed. The taper was cleaned. Attempts have been made and no further information is available at this time.